Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there were three stoppers popped off, thus resulting in leakage. There was no report of impact to the patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were returned in support of this complaint from catalog 367861, lot number is unknown. The unit label on the tube is damaged and the lot number cannot be seen. The customer's indicated failure mode of stopper pop off cannot be seen in the 3 photos attached. The retentions could not be inspected as the lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode with the investigation completed. The device history records could not be reviewed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there were three stoppers popped off, thus resulting in leakage. There was no report of impact to the patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown